Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "maintenance required code #2" (drive transducer offset failure) alarm and then the iabp shutdown. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The service representative at the time of the iabp service recorded that the customer stated, the "cs100 monitor displayed maintenance required #2 and unable to autofill the safety disk" the company representative was unable to duplicate the reported event. The iabp was tested to factory specification. It functioned normally and was returned to the customer. A supplemental medwatch report will be submitted if additional information becomes available. (B)(4).